Event description:
Patient reported "the right breast is very hard; feels swelling", "mentioned that the implanted prosthesis are from the recall, and feels fear and discomfort.", "an MRI was performed and it showed fluids in the breast. An us was performed and it showed a nodule in the breast" which has been deemed not related to the device. Explanting physician diagnosed patient with bilateral breast hardening, more pronounced on the right. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "fluids in the breast."

Event description:
Healthcare professional later reported capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.